Event description:
It was reported to boston scientific corp. That a hydrothermablator procedure set was used during a endometrial ablation procedure. According to the complainant, during a post procedure f/u appt, approx a week after the procedure, the physician noticed a burn on the buttocks and the perineum. The procedure date is unk, the physician approximated the date as being at the end of feb. The physician reported the burn as being a second degree burn. The burn was treated with silvadene cream. The physician reported the pt is doing fine. Obtained additional information from the physician confirming that the pt's burn had not escalated. According to the physician, the burn is dramatically better.

Manufacturer narrative:
The lot number of the device used is unk, consequently, the manufacture date and exp. Date of this device is also unk. The complainant indicated that the device will not be returned for evaluation since the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.